Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving normal saline through the primary tubing with a secondary piggyback, while changing the secondary antibiotic the spike broke off of the secondary tubing. The tubing was replaced and no harm to the patient.

Manufacturer narrative:
The customer¿s report that the spike broke off of the secondary tubing was confirmed. Visual inspection of the set showed that the spike of the drip chamber was broken off close to the base of the spike. Examination under magnification showed the breakage to be rough and uneven. Functional testing was not performed due to the obvious damage. The root cause was not identified but the uneven fracture characteristics can be indicative of excessive leverage force having been applied.

Event description:
The customer reported that the patient was receiving normal saline through the primary tubing with a secondary piggyback, while changing the secondary antibiotic the spike broke off of the secondary tubing. The tubing was replaced and no harm to the patient.